Manufacturer narrative:
(B)(4). Date sent: 4/10/2025.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown while using an electrocautery pencil, the electricity arced to the surgeons hand holding a laparotomy sponge. The arc caused the sponge to light on fire and initially the surgeon thought her glove may have had a hole but there was no indication of a burn or injury to her finger. The surgeon believed the megasoft pad to be the cause so they continued the case using a sticky pad and had no further issues. Upon inspection, the megasoft pad did not appear to have any damage, burns, or other issues and the patient did not suffer any injuries either. The surgery was delayed 15 minutes. The procedure was successfully completed. There were no patient consequences. Fire was put out and a sticky pad was used.,